Event description:
This non-serious spontaneous case report from (B)(6) was received from a clinic mgr on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a (B)(6) female pt who received 2 vials of poly-l-lactic acid (sculptra) in (B)(6) 2009. Six weeks later, two more vials were administered, followed by a further two vials six weeks after that. In (B)(6) 2010, the pt received one vial. Involved batch numbers were a8026, a8027 and a9029. The pt massaged religiously for the first 5-6 months. In (B)(6) 2010, the pt developed nodules/lumps under the skin. These could not be seen in the cheeks and chin, however, closer to the eye area, the nodules/lumps were visible. The nodules/lumps were significantly more visible down one side of the face. The clinic mgr was not sure whether these were nodules, granulomas or infection. Relevant medical history and concomitant medications: not reported. Action taken: not applicable. Corrective treatment: unk. Outcome: not recovered/not resolved. Ptc's (pharmaceutical technical complaint) were initiated. (B)(4).